Manufacturer narrative:
External reference: (B)(4). Information was updated on the database 19-jun-2024. The adverse event value of "unexpected/unanticipated" has been changed to "expected/anticipated". Correction: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
A 1. Patient identifier: (B)(6). E 1. Initial reporter address line 1(cont.): 1er salle 5 ej avenue magellan, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
A patient was to receive an index cardiac ablation for atrial fibrillation (afib) on 20-nov-2023. On 20-nov-2023, patient experienced inferior st segment elevation myocardial infarction (stemi) (ae1) categorized as severe and serious deterioration in the health of the subject defined by in-patient or prolonged hospitalization with admission of (B)(6) 2023 and discharge (B)(6) 2023. Also defined by medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. Relationship to study device is not related to study devices and relationship to primary study procedure is probable to the index procedure. The serious and related event is categorized as unexpected/unanticipated. The outcome is recovered/resolved. Interventions required were thrombectomy, pre-dilatation and stenting.

Manufacturer narrative:
On (B)(6) 2024, the patient¿s medical history was provided. Therefore, b 7. Medical history/preexisting condition has been updated. On (B)(6) 2024, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device number lot 31134044l and no internal action related to the complaint was found during the review. Based on the completed mre, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).